Event description:
At the first post-implant office visit, the physician was unable to perform telemetry on the infusion pump. The device was returned to the MFR for analysis, and a new device was implanted into the pt.

Manufacturer narrative:
01/06/1998: h6- final results of device analysis confirmed preliminary analysis findings of non-hermetic inner shield tig weld. Investigation into this matter by manufacturer is ongoing